Manufacturer narrative:
Correction: the reported device is a baha attract not baha connect as previously reported, d1-d4 has been updated. The patient experienced extrusion of the internal magnet and infection, subsequently the patient was treated with oral and topical antibiotics. The implanted device remains. This report is submitted on 16 april 2020.

Manufacturer narrative:
This report is submitted on 02 march 2020.

Event description:
Per the clinic, the patient experienced infection at implant site. Explant and re-implantation is planned but has not taken place as of the date of this report.